Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record for the suspected contour meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore in-house testing was performed using the in-house contour meter with in-house contour test strips form lot # 9fj3b01a, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from united kingdom reported that within 10 minutes, he obtained blood glucose readings of 2.9 mmol/l, 16.7 mmol/l and 17.0 mmol/l on his contour meter. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.